Event description:
It was reported that during an routine generator change procedure, the right ventricular lead began to exhibit extra-cardiac stimulation, high capture thresholds, and an impedance issue. It was determined from these findings the lead had an insulation break. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.